Manufacturer narrative:
It has been reported that the product was discarded at the end the procedure, and is not available to be returned for evaluation. As a result, the root cause cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
The product has not been received for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Additional information has been requested. The investigation is ongoing.

Event description:
A user facility in the (B)(6) reported that at the sculpting stage the surgeon observed a small amount of corneal wound burn. The sculpt settings were 5-60% continuous power. 40 vac. 80cm bottle. The wound was sutured at the end of the procedure. The surgeon completed two (2) further cases with the machine with no further issues.